Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge decreased to 0 units within a day. Subsequently, the customer reported being able to withdraw approximately 150 units of insulin from the cartridge with a syringe. The customer reported a blood glucose level of 480 mg/dl, and was addressed by delivering a correction bolus. It was confirmed that the customer will continue using the pump for diabetes management.